Event description:
Pt participated in a (B)(6) study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Pt was implanted with a transforaminal posterior lumbar interbody fusion (tplif) spacer at levels l4 and l5 with pedicle screws at l4 and l5. Pt was also implanted with click-x for supplemental fixation. Postoperatively, pt experienced pain, requiring radiofrequency. This is report 6 of 14 for this event. This report is for the right screw at l5.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.